Event description:
It was reported that during testing at the manufacturer facility, the device was determined to have a slipping safety switch, which has the potential to cause the device to activate without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.